Event description:
Reported that during vertebral surgeries, it is necessary to use between two to four hooks. Sometimes it is unavoidable to get in touch with metal parts. No reported patient consequence.